Event description:
It was reported that the patient with deep brain stimulation (dbs) experienced redness, swelling, and itching at the lead extension implant site. Cultures were taken, however the results are not available. The physician's assessment was that the patient continued picking at the scab, attempted to remove the sutures, and interfered with the healing process that contributed to the development of an infection (reported in MDR 006630150-2025-01121). As a result, the patient underwent a procedure to remove the dbs lead and lead extensions. Device analysis was not performed, as the components were retained by the facility. The patient was prescribed antibiotics and recovered well post-operatively.

Manufacturer narrative:
Block d2b: additional pro code, nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7126988, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, (B)(6), UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, (B)(6), UDI: (B)(4).